Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep called with the patient on the line reporting they keep getting the pairing screen even though they kept scanning code. Ts reviewed to power down handset and the reviewed instructions for resetting the tm91. Upon retrying to connect again, pt was able to get connected to the ins. Pt was seen last week thurs with no issues or concerns with the ins or therapy or external equipment. Issue resolved with troubleshooting. While pt was connected to the ins, they reported wanting to increase stimulation today but stated he got a message stating that setting could not be delivered. Rep stated they would need to set up time to meet to check the programming. Additional information received from the manufacturer representative reported that the patient was seen on (B)(6) and it was determined that 5 electrodes were out on the lead being used for programming. The programming was changed to not use the affected electrodes and the patient was doing fine. The issue was resolved.